Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. It was reported that the patient was under 2 years old. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Performed share log review and results show patient reported a loss of connection on (B)(4). 2017 between tx unit(s) 412nk9 and rx unit sm64403039. Test on receiver functional test station passed all relevant testing. Perform paring\calibration\performance\range test: passed. The reported event of a loss of connection was confirmed. The root cause could not be determined